Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Scratched display window noted. Dried insulin noted on motor slide. No moisture damage noted on electronic assembly.

Event description:
It was reported that the customer experienced high blood glucose of 15.6mmol/l, nausea, and vomiting. Troubleshooting was performed, and insulin did exit during the manual prime test. Performed the high pressure test and the device did not alarm. Reviewed the programming and was correct. The customer mentioned having leaking reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.please see medwatch report # 3004209178-2013-80521.